Manufacturer narrative:
MFR# 2916596-2022-15132 covers the onset of the infection. MFR# 2916596-2022-15135 covers first recurrence of infection. MFR# 2916596-2022-14963 covers the transplant due to the infection. Manufacture¿s investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4), until (B)(6) 2022 when the patient ultimately received a heart transplant due to driveline infection. The device was not returned for evaluation (reference MFR# 2916596-2022-14963). The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a recurrent driveline infection. A computed tomography (CT) of the chest, abdomen and pelvis was performed on (B)(6) 2022. There was no fluid collection but hematoma along the driveline was noted. The infection did not resolve.